Event description:
The hospital reported that during a diagnostic procedure the whole video image turned light blue. The scope was withdrawn from the patient, and the procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. This report is being filed as an MDR in an excess of caution. See scanned page